Manufacturer narrative:
(B)(4): evaluation results and conclusion: (occlusion); (severe calcification, diffuse disease).

Event description:
Physician was attempting to treat a lesion in a very calcified rca. Pre-dilation was performed with several balloons and it was reported that the physician encountered difficulties deobstructing the rca. Three integrity rx stents were implanted to the proximal and mid rca (ref MFR # 2953200-2010-01293 and 2953200-2010-01295). There were no reported issues with the implant of the three integrity stents. Approx 2 weeks post implant, it is reported that the pt was hospitalized with subacute instent thrombosis located in the proximal and mid rca. Stent boost imaging software showed a suspected stent fracture in the mid rca with a protrusion of heavy plaque in the proximal rca. Two additional integrity rx stents were implanted at the site of the apparent fracture in the mid rca and of the plaque in the proximal rca. Post procedure pt status was reported as okay. The stents remain implanted and the delivery catheters were not returned for investigation. Cine images from both the index procedure and the follow up procedure were received for review by medtronic. The images showed severe calcification, which was diffused through the proximal and mid rca. Images showed vessel narrowing at the site of heavy calcification was still evident after pre-dilation. Images showed implantation of the most distal and middle stents but images of the implantation of most proximal stent were not provided. Cine images appear to show that there was no overlapping of the distal and middle stents and that a small gap existed between the proximal side of the distal stent and the distal side of the middle stent post deployment. Images of the follow-up procedure confirmed the presence of an occlusion, most likely a thrombus, in the proximal to mid rca. Images show that dilations were conducted to remove the occlusion. Vessel narrowing was evident at the site of the gap between the middle and the distal stents implanted in the index procedure. No evidence of stent fracture or gapping was noted within the integrity stents deployed at the index procedure. Images showed a 4th stent being implanted at the site of the gap between the middle and distal stents. This procedure successfully restored the flow in the region. A 5th stent was deployed in the proximal rca at the site where protruding plaque was identified, but diffuse disease was still evident throughout the rca post procedure.